Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 error. The event occurred during maintenance. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was discarded by the user. Based on the results of the investigation, the definitive root cause of the error could not be determined. It is possible that the error was caused by a defective footswitch, cable connection, transformer, impedance converter, generator board, high voltage power supply, motherboard, or transient voltage suppressor diodes. Olympus will continue to monitor field performance for this device.